Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the day of treatment. The logfile for the day of treatment was reviewed. During the reported treatment no issue can be identified. So no technical problem with the system can be identified by reviewing the logfile which can contribute the reported issue. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The clinical review revealed that according to the data files provided, the laser settings were as per recommended cut settings. Based on the provided files there is no indication showing a malfunction of the device that could have lead to corneal edema, double vision, or haze on inlay after the pocket procedure. There is no indication a device malfunction caused or contributed to the reported event. There is no indication the device caused or contributed to the reported event. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient presented with blurry vision at distance and near one day post corneal inlay procedure. The patient was noted to have pocket edema. The patient was prescribed a topical steroid eye drop and is to use topical artificial tear drops as needed. The patient was seen at a ten day post-op visit and noted that vision fluctuates and eye feels scratchy. The patient also noted that the distance vision is good but fuzzy at near. The pocket edema is ongoing but noted minimal corneal haze and superficial punctate keratitis (spk). The patient is to continue the previously prescribed drop regimen. The patient was seen at a one month post-op visit and stated that reading vision is blurry but seems to have had some improvement. The patient was noted to have rapid tear break-up time. The spk and corneal edema resolved. The patient is to continue the previously prescribed drop regimen. The patient was seen at a six week post-op visit and stated having increased blurry vision at distance and near. The patient also started having double vision when looking side to side. The patient was noted to have minimal pocket edema and rare spk. The patient is to continue the previously prescribed drop regimen and is to use reading glasses as needed. The patient was seen at a two month post-op visit and stated that near vision is blurry and is having to use reading glasses more often. The patient explained that he cannot see the time on his watch but was able to two weeks before. The patient also stated that the double vision is improving. The patient was noted as having minimal anterior haze on the inlay which could cause the increase in fuzziness. The patient is to continue the previously prescribed drop regimen and is to use reading glasses as needed. The patient was seen in follow up and stated there were no changes since last visit. The minimal anterior haze is improving; the patient is to discontinue all eye drops except the tear drops. The patient was seen at the three month post-op visit and stated that the vision is about the same and double vision has ceased. The patient has finished the tear drops but still sees "haze, blur, drop shadow" while reading and stated "its just not crisp." The surgeon discussed possibly nudging the position of the inlay for more accurate focal point. The patient was seen at the four month post-op visit and stated that vision is about the same but still has some shadowing and vision is not as crisp as he would like it. The patient has been using topical artificial tear drops. The surgeon recommended repositioning the inlay and the patient was scheduled for the procedure. The patient noted haziness and mild discomfort at the one day post inlay reposition visit. The patient has mild pocket edema and was told if there was some scratchiness he could shield the eye at night if needed.